Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's wearable expired and they experienced difficulty removing the wearable. When the patient successfully removed the wearable from her left arm, she noticed that the wearable wire was missing from the device and reported that she could feel it beneath her skin. She described the insertion site as feeling ¿a little odd¿. A few weeks later, while rubbing the insertion site, the patient felt a hard, linear object. She scratched the area and observed a white fragment that appeared to resemble the shape of the wearable wire. Following this, the initial ¿odd¿ sensation resolved; however, the patient began experiencing arm pain again and felt that a portion of the wire might still be present in her skin. On (B)(6) 2026 the patient decided to go to the urgent care and was advised to have an ultrasound in which the patient did not undergo. She decided to go to the emergency department (ed) on the same day and was advised to undergo x-ray instead. An x-ray was performed and the result showed that there's no wire in her arm. The patient was prescribed an oral amoxicillin (unspecified dosage) 2x for 5 days and they put a bandage on the insertion site because of the soreness that she was feeling and a 2-inches scab from the site. On (B)(6) 2026, the patient removed the bandage. Upon removal, she noted drainage of fluid from the insertion site and stated that it appeared to push something out of the site. After this occurrence, the pain subsided. On (B)(6) 2026, the insertion site began to hurt again, including discomfort at the scab. The patient reported feeling as though something remained beneath the skin whenever she touched the area and described generalized aching in her upper left arm. The patient¿s husband observed that the insertion site appeared dark red. At that time, the patient reported taking an oral ibuprofen for pain management and applying otc topical hydrocortisone cream to the affected area. The patient did not undergo a surgical intervention due to the stuck wire. At the time of the report, the patient was experiencing pain again at the insertion site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Concomitant medical products - additional h2 additional information

Event description:
Subsequent to the initial MDR, additional information became available.